Manufacturer narrative:
Initial 5 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient had high blood glucose level exceeded 500 mg/dl due to tubing breakage above the cartridge connection area on (B)(6) 2026 and stated that previous tubing breakage events had resulted in ketones and no medical intervention were reported.